Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included estradiol (vivelle-dot) since 2014, ibuprofen (motrin) from 2009 to 2014, methyl salicylate (icy hot) since 2010, para-seltzer (excedrin) from 2009 to 2014 and paracetamol (tylenol) from 2009 to 2014. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), depression ("depression"), mass ("bumps"), pruritus ("itching"), rash macular ("red patches, red bumps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroids"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, depression, mass, pruritus, rash macular, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, vision blurred, fatigue, weight increased, gastritis and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included estradiol (vivelle-dot) since 2014, ibuprofen (motrin) from 2009 to 2014, methyl salicylate (icy hot) since 2010, para-seltzer (excedrin) from 2009 to 2014 and paracetamol (tylenol) from 2009 to 2014. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), depression ("depression"), mass ("bumps"), pruritus ("itching"), rash macular ("red patches, red bumps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroids"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014 at the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, depression, mass, pruritus, rash macular, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, vision blurred, fatigue, weight increased, gastritis and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2014. Lot number (627452) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , apareunia (inability to have sexual intercourse) , bladder infection, uti, depression, bumps, itching, red patches , bladder problems or changes, urinary problems or changes , migraines, headaches , nausea , dental problems , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , fibroids, vaginal discharge , vision/eye problems type: blurred , fatigue , weight gain, gastritis and hair loss added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's previously administered products included for an unreported indication: nuvaring from 2006 to 2007. Concurrent conditions included body mass index normal. Concomitant products included estradiol (vivelle-dot) since 2014, ibuprofen (motrin) from 2009 to 2014, methyl salicylate (icy hot) since 2010, para-seltzer (excedrin) from 2009 to 2014 and paracetamol (tylenol) from 2009 to 2014. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), depression ("depression"), mass ("bumps"), pruritus ("itching"), rash macular ("red patches, red bumps"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("fibroids"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, depression, mass, pruritus, rash macular, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, vision blurred, fatigue, weight increased, gastritis and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Historical drug was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.